Manufacturer narrative:
Product event summary: the waist pack with unknown serial number was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the waist pack revealed the stitching of the controller pocket was damaged and coming apart. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to the wear and/or improper handling of the waist pack. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's waist pack was damaged. Images of the waist pack were received confirming the damage. The waist pack was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.